Manufacturer narrative:
Added add'l info, device was not returned for evaluation.

Event description:
It was reported during a laparoscopic appendectomy on the second firing the ez35b would not fire. The nurse, stated on the first firing the instrument worked well. Another instrument used to complete the case. There was no consequence to the pt.